Event description:
Pt (B)(6) is a (B)(6) female with dm1 caused by nivolumab immunotherapy who was admitted to the hospital after failure of the dexcom glucose monitoring system (stated on (B)(6) 2017). On the night prior to admission, the pt experienced nausea, vomiting and two syncopal events. She phoned her endocrinologist who then referred her to the ER. At night, her anti-hypertensive medications were doubled 7 days prior. In the ER she was hyperglycemic with ketosis but did not have anion gap or acidosis. She was started on an insulin drip. Endocrinology was consulted and adjusted her insulin regimen. Her dexcom device was replaced. After blood sugar normalization, she was discharged home to f/u with endocrinology.